Manufacturer narrative:
Concomitant medical products: model: addrl1 ipg; implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and noise. The ra lead was inactivated and remains in the patient. The ra lead was replaced. After the replacement procedure, it was noted that the patient had a scar from the new pocket. No further patient complications have been reported as a result of this event.